Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.there are two lot numbers that could be associated with this complaint lot numbers 3125601 and 3153895.

Event description:
This event occured in (B)(6). Customer stated that a patient in the MRI required levophed for blood pressure support due to the blood pressure dropped requiring the rn to increase levophed infusion rate. This was performed 3 times by rn with no effect on blood pressure and it continued to drop. Rn screened and cleared to go into MRI to problem solve. Rn found stopcock had been accidently turned off & white lever was coming off. Rn turned on unit and pushed down white lever. The patient's blood pressure went high due to rate of medication infusing. Do to MRI process taking awhile, other ICU patients MRI's postponed.

Manufacturer narrative:
The reported 3-way stopcock with swivel male luer lock was returned for investigation. A visual and photographic investigation was performed. Based on the condition of the devices it was concluded that the clinical person using the product turned the handle in a direction not intended based on its design. Root cause was determined to be customer misuse of the product.